Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure.

Event description:
It was reported that the patient will need to undergo a revision surgery due to movement of the tibial tray. The surgeon plans on revising the tibial tray and switching the poly. If the talar implant needs to be replaced it will be switched but at this time the surgeon is not clear if that will be necessary.

Event description:
It was reported that the patient will need to undergo a revision surgery due to movement of the tibial tray. The surgeon plans on revising the tibial tray and switching the poly. If the talar implant needs to be replaced it will be switched but at this time the surgeon is not clear if that will be necessary.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.